Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that multiple reciprocal blue files, 6x, sterile files broke during use. The outcome of this event is unknown as of this MDR. Further information requested and will be submitted when it becomes available.

Manufacturer narrative:
Additional information regarding the outcome; the broken file was easily retrieved and no injury resulted, so exemption # e2005009 applies and this event is not reportable. Investigation summary: involved products that broke during use were not returned and cannot be analyzed. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1614392, #1614735 and #1614698). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).